Event description:
Customer states they received a result of 300mg/dl. The ambulance was called and 45 minutes later due to having a seizure the emergency medical tech's received a result of 25mg/dl. Customer states the gave themselves extra dose of insulin. The customer was given dextrose by the emergency medical technician's and was taken to the hosp. Unk what the result was at the hosp but they administered glucose. The customer stores glucose strips out side of the original container. No controls had been run. A request was made for the return of the suspect device and replacement product was sent.